Manufacturer narrative:
Reporter phone and reporting institution phone: (B)(6). Remote service personnel evaluated the device.

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl defibrillator indicating that device is faulty. There was no patient involvement. Based on the information available and the testing conducted, the cause of the reported problem was not exactly known. The reported problem was confirmed. Based on the information available, a quote is sent for repair but customer did not accept the quote. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The operation of the device is unknown. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.